Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). The patient was also hospitalized overnight (specific date not reported). The device was explanted on (B)(6) 2024, and there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 08, 2024.